Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Device has not been returned. Patient's diseased vessels and operational context caused the event.

Event description:
Patient presented with diseased, calcific vessels. The physician encountered difficulty manipulating the delivery system due to wire wrap. After wire wrap was resolved, the bifurcated stent graft was deployed, however upon retraction, the delivery system was caught in the distal aorta. Physician attempted several manipulations to free the device, however unsuccessful. Eventually, delivery system broke, due to excessive force. The patient was converted to open repair. Patient is doing well.